Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that they were informed by the (B)(4) vendor that measurements with ra 1000 may not be as accurate as compared to measurements with the (B)(4) unit. There was no reported patient injury associated with this event.